Event description:
Reporter stated the up and down buttons do not function correctly and the protective rubber has come off. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons should not be actuated by using hard or sharp objects. Due to the damaged soft components, liquid entered the pump electronics/buttons and destroyed the functionality of the buttons.